Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, part of the optic broke off during insertion. The incision was enlarged to facilitate removal and replacement of iol. Add'l info has been requested.